Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B1 (adverse event), b2 (hospitalization, required intervention), b5, b7, h6 (removed 2199, 4582 and added 1905, 4607), h10. B1 (adverse event), b2 (hospitalization, required intervention), b5, b7, h6 (removed 2199, 4582 and added 1905, 4607), h10.

Event description:
It was reported that a cartridge change error occurred. Reportedly there was an o-ring on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load a new cartridge. Customer's blood glucose level was 425 mg/dl. Subsequently, customer was admitted to the hospital on (B)(6) 2021. Customer was treated with IV fluids of saline and insulin. Customer was released from the hospital later the same day.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 200 mg/dl.